Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and noisy signals. Additionally, the health care professional (hcp) mentioned that the crt-d reached elective replacement indicator (eri). The hcp requested a review of device reports, and technical services (ts) noted three stored episodes atrial tachy response (atr) of oversensed noise on the right atrial (ra) channel. Ts noted that the noise may have been related to potential electromagnetic interference (emi) and provided the findings to the hcp. The patient had been experiencing shortness of breath for the past three months. The local representative was notified for follow-up. No additional adverse patient effects were reported. The crt-d remains in service.